Event description:
It was reported that lipids leaked at a connection site between two products during patient use. It was confirmed there was no patient harm.

Manufacturer narrative:
The customer¿s report that lipids leaked at a connection site between two products was not confirmed. Visual inspection was performed on the smartsite to look for defects such as cracks, deformations, misassemblies. No anomalies were observed on the smartsite during visual inspection. The received smartsite¿s female and male luer ports were measured and found to be within iso standards. Functional testing of priming, infusion and pressure testing did not replicate any instances of leaking with the received smartsite the customer did not send in the extension set that was connected to the smartsite. The root cause of the customers report could not be determined.

Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Additional patient information: (B)(6).

Event description:
It was reported that lipids leaked at a connection site between two products during patient use. There was no patient harm.